Event description:
It has been reported to philips that the images on the flexvision monitor froze. The system was in clinical use at the time of the reported event. The procedure was completed as planned by using a spare monitor. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed by the customer and completed as planned by using stryker monitors in the room. The philips remote service engineer (rse) inspected the system remotely and confirmed that images on the flex vison monitor was frozen and touch screen module (tsm) wasn¿t working when customer tried to select videos for the monitors. Review of the system log file showed that, there was a connection issue with the flex vision pc. To resolve this issue, rse restart the system. After that, the system was returned to use in good working order. The codes were updated based on investigation summary.